Event description:
It was reported that during the right ventricular (rv) lead revision for low pacing impedances less than 200 ohms, the right atrial (ra) lead was accidentally dislodged. Both leads were explanted and replaced, and were also returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was thoroughly inspected and analyzed. Testing was completed to assess lead electrical performance, and measurements were within normal limits. Visual observation of the lead tip showed the helix was bent, as well lead body insulation damage in several places that was consistent with damage caused by electrocautery during the explant procedure. An x-ray was performed with no anomalies. The observation of the bent helix was consistent with damage that occurred as a result of a dislodgement. 3191 code was used to denote surgical intervention.

Event description:
This report is being filed with analysis details.